Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. It was reported that: "the talar component is sinking into the body of the talus."

Manufacturer narrative:
Corrected fields: device code grid (h6), clinical signs code grid (h6), and results code grid (h6). The reported event could be confirmed, based on available CT scans and medical expert¿s assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon review of available CT scans medical expert opined that: there is no clear sign of loosening or migration of the tibial component. The talar component is clearly subsided and thus loosened. The underlying cause for the migration of the talar component is not clear, but it is likely, that the loosening is patient related due to poor bone substance. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Based on the available information the failure most likely caused due to patient related factor however more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. It was reported that: "the talar component is sinking into the body of the talus."